Manufacturer narrative:
The investigation for the low pump flow and the positioning issues has been completed. Product was not returned for evaluation. Data logs were reviewed which showed after pump started, motor current (mc) spiked occurred followed by low flow that triggered auto suction response and suction alarms. This event remained to the rest of the case. No positioning alarm was triggered during the support. This confirmed the reported failure. Based on clinical description, the root cause of positioning issue was most likely use related. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a 61-year-old male patient with acute myocardial infarction / cardiogenic shock was implanted with an impella cp for mechanical circulatory support. The complainant reported that, after the implant, the impella would not position correctly ¿ the pigtail appeared to be in the papillary muscle. Medical staff attempted to reposition the impella several times and the flows would not go past 0.5-1 liters per minute without suction. The cp was then removed and replaced. The patient survived the event.